Event description:
On 13 june 2025, senseonics was made aware of an incident where a user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving a glucose suspend alert on (B)(6) 2025, day 120 after insertion. An RMA was authorized for the return of the sensor for further investigation. A review of the raw sensor data revealed optical instability; however, this could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as in the in vivo state of the sensor hydrogel. Due to the instability the system blinded glucose for more than one hour and consequently triggered the sensor replacement alert per design. The user was offered a sensor replacement as a resolution. B4. Date of this report 10 sept 2025. G3. Date received by the manufacturer? 10 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.